Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was use error; the hp (home patient) was no connected when the hc started drain. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during drain 1. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated he was not connected when the hc started drain. The hp stated solution came out of line during fill because he was not connected; the hp stated he reconnected himself. The tsr advised the hp to close catheter and to end therapy to start over with new supplies. The tsr advised the hp to never reconnect if the hc has already started therapy. The tsr also advised the hp to inform the peritoneal dialysis nurse (pdrn) of the event. On (B)(6) 2011 product surveillance spoke with the hp who stated he did not develop any adverse symptoms or require any medical intervention. The hp confirmed he has resumed performing therapy without any complications. The hp stated this was an isolated incident.